Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/21/2016. The fse found that the diff preservative pump (pm1) was defective. The fse replaced the pump, pm1, to resolve the issue. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating differential voteouts. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.